Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email of hospitalization. Customer's blood glucose level at the time of incident was unknown. The customer indicated that there have been instances when the pump has alarmed no delivery. Troubleshooting attempted to contact the customer. No further details.